Event description:
Ous MDR - after an implantation period of about 8 months, the lead was explanted due to a noise in the ventricular channel. This noise was interpreted as ventricular fibrillation and shock charges were initiated. No shocks were delivered and during follow-up all electrical parameters were in specification. Subclavian crush was suspected. No adverse patient side effects have been reported.

Manufacturer narrative:
Of noise in the ra and rv channels, confirming the clinical observation. Next, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinised, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.